Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited delivered several inappropriate electric shocks after the ablation. Which was caused by myopotential noise. Possible causes were discussed and troubleshooting options were recommended, including to assess an x-ray. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited delivered several inappropriate electric shocks after the ablation. Which was caused by myopotential noise. Possible causes were discussed and troubleshooting options were recommended, including to assess an x-ray. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.